Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the flowport 2 cannula broke off inside of the hip joint space during a hip arthroscopy. The fragment was recovered and removed from the patient.

Manufacturer narrative:
Alleged failure: cannula broke. Probable root cause: design: inadequate material selection to support movement/manipulation by user. Inadequate molding/assembly design, poor strength of design manufacturing. Cannula not assembled, molded or machined to specification application. Excessive force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the flowport 2 cannula broke off inside of the hip joint space during a hip arthroscopy. The fragment was recovered and removed from the patient.